Event description:
It was reported that the device ¿does not work anymore¿. There was no reported patient impact. Analysis found that the black plastic part is burnt at the connection.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: all concomitant devices manufactured by: xomed (B)(4) mfg (B)(4), 3160 fr - cev6795b - tube; cev6795b, dia 5mm 310mm, lot 08-06, manufactured date august 2006; cev634-1a - bipolar insert; cev634-1a mouiel, lot 09-06, manufactured date september 2006; cp393-2 - cable cp393-2 4.5m bipolar valleylab, lot unknown, manufactured date unknown. (B)(4). Product evaluation: analysis on cev669b found that the black plastic part is burnt at the connection. Device failed electrical tests. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument. Analysis on cev6795b found that there was no highlighted issue; the instrument is compliant with the manufacturing specifications. Device passed electrical tests. Analysis on cev634-1a found that there was no highlighted issue; the instrument is compliant with the manufacturing specifications. Device passed electrical tests. Analysis on cp393-2 found that the connector of the cable in contact with the handle is burnt. Electrical continuity test ok. The burn of connector is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument.